Manufacturer narrative:
Concomitant medical products: 7120q lead, implanted: (B)(6) 2014; dtbb1d4 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for premature battery depletion associated with the high pacing thresholds on the left ventricular (lv) lead. No changes were made to the lv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.